Event description:
The catheters are kinking during the procedure. No harm or injury reported. The customer reported that two (2) defective devices are returning but has not provided any add'l info or clinical details for the add'l events.

Manufacturer narrative:
Device evaluation: the device evaluation/investigation is not complete. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the evaluation is completed. Evaluation method: review of the device history record completed. Conclusions: a f/u report will be submitted when the evaluation is completed.